Event description:
This case was reported by a consumer, and described the occurrence of anaphylactic reaction in a female patient who used super poligrip ultra fresh denture adhesive cream. A physician or other health care professional has not verified this report. The patient was taking no concurrent medications. In 2008, the patient applied super poligrip ultra fresh to her top denture for the first time. Within three to five minutes, the patient's throat became scratchy and irritated, she could feel it swelling, and she began coughing. After approximately two more minutes, the patient could feel the swelling continue and asked her daughter to take her to the emergency department (ed). En route to the ed, she found it hard to breathe, was unable to talk, and felt panicky. Her daughter told her that she was blue and her eyes were bulging. Upon arrival to the ed, the patient collapsed to the floor, and the physician informed her that her throat was in a spasm and she was having an allergic reaction. She was treated with intravenous fluids, unspecified injections, and unspecified breathing treatments. After approximately six hours in the ed, the patient was discharged home with no discharge medications or breathing treatments. The patient stated she felt drugged up and tired at that time. This case was assessed as medically serious by gsk. Super poligrip ultra fresh was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
Poligrip is manufactured in another country, and neither the product nor lot number for this product is available.